Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). D.2. Additional medical device type: pch. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result was obtained. Test was repeated on max and was norovirus negative. There was no report of patient impact.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive norovirus patient result was obtained. Test was repeated on max and was norovirus negative. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using the bd max¿ enteric viral panel-nr (ref. 443987) lot 5142337 was performed by the review of manufacturing records, analysis of the customer¿s data and verification of complaints history. The review of quality control records of bd max¿ enteric viral panel-nr (evp-nr) lot 5142337 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported five suspected false-positive results when using the bd max¿ evp-nr, for the norovirus (nov) target. Customer provided run files (pdf) for runs (B)(6) from the bd max¿ instrument (B)(4) for investigation and identified samples (B)(6) in run (B)(6) as false positive results for the norovirus target. Customer mentioned also that all the curves in the 585/530 channel (for norovirus target) are ascending and that CT value of internal control (680/715 channel) is too high. The customer mentioned that in case of doubtful curves they repeat the sample, in this case from same sbt. However, no correlation could be made between samples from runs (B)(6) provided by the customer, results could thus not be compared. The customer did not mention any unexpected results in run (B)(6) thus, only run (B)(6) was investigated. Pcr curve analysis of run (B)(6) showed late and low amplification for samples (B)(6). Low positive samples, such as these can occur due to viral titers in the specimen being at or near the limit of detection of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. As with all pcr-based tests, extremely low levels of target, below the lod of the assay, may be detected but results may not be reproducible. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. Based on the data analysis and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s positive result for samples (B)(6). Pcr curves analysis of sample (B)(6) in pdf run (B)(6) showed a true positive amplification in 585/530 (norovirus) channel. However, no amplification is seen in the 680/715 (internal control) channel, and the rotavirus target (475/520 channel) is unresolved result. This can happen in case of an inhibitory sample. According to the packaging insert, the bd max¿ system reports results for each target individually and an unr result may be obtained for one or more bd max¿ enteric viral panel targets. In the case of a partial unr result, when one or more targets have a positive result and all other targets have a unr result, the test should be repeated. In rare cases, discrepant results may be observed when a repeat test is run for those targets that were initially reported as positive results. In that case, any positive result is retained. Based on the available data, curves analysis, and customer-provided information, the exact cause of the observed issues could not be identified. However, the investigation suggests that the results are due either to samples at or near the assay lod, environmental, cross contamination and/or inhibitory samples. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel-nr lot 5142337. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no trend was identified.